Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the arm on (B)(6) 2017. The patient¿s mother reported that after the sensor was inserted, the patient experienced bleeding for 10 minutes. The patient¿s mother treated the area by applying pressure and cleaned up the blood. At 8:30am, the patient¿s mother took the patient to the children¿s clinic to have the affected area checked and was released after the checkup. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.